Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl). Customer delivered a bolus via another pump to address bg. Customer thought the infusion set was not delivering insulin. Pump system check found the pump to be performing as expected. Reportedly, customer changed the infusion set and cartridge. Customer opted to keep using the brand of infusion sets currently being used.